Event description:
It was reported that this right atrial (ra) lead exhibited occasional undersensing of atrial signals in recent stored nsvt egms. It was noted that the programmed atrial sensitivity was fixed at 0.75mv. An email was sent to the clinic recommending the patient be seen to evaluate the atrial lead programming. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.